Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated mdrs: 1018233-2013-02390 and 1018233-2013-02403.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessel, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary frequency, urgency and incontinence, pelvic pain, back pain, mesh erosion and required one revision and in-office removal procedures x2. The patient reported discomfort, pain in the groin, constipation, infections, vaginal pain and bowel problems/leakage.